Event description:
It is reported that the cause of previously reported death was cardiogenic shock and cardiac arrhythmia. Investigator assessed that the event was unrelated to the study device or procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation codes: results inherent risk of procedure (death) conclusion codes: results known inherent risk of procedure (death). (B)(4).

Event description:
During index procedure the physician implanted two endeavor sprint drug eluting stents in the rca vessel. Devices were successful. Approximately 38 months later it is reported that the patient died. Death was listed as cardiac death. The investigator did not assess whether the death event was related to study device.